Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Reported events 36 events were reported for this quarter. Product return status 31 devices were received for evaluation. 4 devices were available for evaluation but have not yet been received. 1 devices were not available to stryker for evaluation. Evaluation status 6 events were confirmed during testing. - 6 devices were found to be affected by corrosion. 15 events were not confirmed during testing; however, - 11 devices were found to be affected by corrosion. - 3 devices were found to be affected by a worn component. - 1 device was found to be affected by a damaged and worn rotor assembly. 10 device evaluations are in progress. Additional information this device is not labeled for single-use. This device was not reprocessed and reused.

Event description:
This report summarizes <noe> 36 </noe> malfunction events in which the device reportedly overheated. 25 events had no patient involvement; no patient impact. 2 events had no known patient involvement or patient impact. 5 events had patient involvement; no patient impact. 1 event had no information received. 3 events had the patient receive a burn.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 36 total events were initially reported. 8 previously reported events are included in this follow-up record.   Product return status 6 devices were received. 2 device was not available for evaluation.   Evaluation status confirmed 3 reported events were confirmed during testing. - 2 devices were found to be affected by corrosion. - 1 device was found to be affected by damaged bearings. Not confirmed 3 reported events were not confirmed during testing; however: - 3 devices were found to be affected by corrosion.   Additional information 36 devices were not labeled for single-use. 36 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 36 </noe> malfunction events in which the device reportedly overheated. 25 events had no patient involvement; no patient impact. 2 events had no known patient involvement or patient impact. 5 events had patient involvement; no patient impact. 1 event had no information received. 3 events had the patient receive a burn.